Manufacturer narrative:
The subject scope was returned to the service center for evaluation for the reported failed leak test. The evaluation confirmed the reported failed leak test, as a visual inspection on the scope found the scope was leaking as a portion of the bending section skeleton was protruding out from the proximal side of the bending section cover. The bending section damage was approximately 70mm from the distal end side. The bending section cover was removed in order to reveal the extent of the damage to the bending section. Upon removal, it was confirmed that the bending section skeleton is fully separated, producing sharp edges. The bending section support pins are still intact and not lifted. Additionally, there are excessive broken fibers (black dots) throughout the image. A review of the scope's records indicate the scope was purchased on (B)(6), 2018 and was last serviced on (B)(6) 2018. Based on the physical evaluation, the potential cause of the broken bending section skeleton can be attributed to excessive force and/or stress applied to the bending section area. As a preventive measure, the instruction manual states the following; ¿do not twist or bend the bending section with your hands. Equipment damage may result¿. The instructions for safe use manual also indicates that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment.

Event description:
The manufacturer was informed that the scope failed a leak test during reprocessing. There was no patient injury reported.